Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the (B)(6) 2016. Upon receipt, the device was witnessed switching on automatically. This was attributed to corrosion on the membrane tail between tracks 13 (on_button) and 14 (key3_button), which had created a partial short between these lines. The fault had led to multiple 10-minute timeouts in the history log, resulting in low battery fails from the (B)(6) 2020. The user would have been alerted with ¿warning, low battery, device service required¿ prompts alongside a flashing red status led and failure chirp, as per the reported fault. The fault could not be replicated with a new membrane fitted. This confirmed a failure of the returned membrane due to corrosion on the membrane tail. The corrosion had also resulted in an 18 v overvoltage and damage to the microprocessor via track 14 of the membrane tail, leading to a permanent short to ground on this line. This had caused the device to attempt to boot into CPR advisor mode, therefore the device was detected as a 500p within saver evo and the instructional leds became constantly illuminated during power on. This constant illumination of the status leds would have increased the device current drain while the device was switching on and further contributed to the low battery fails. The corrosion on the membrane tail and screws would indicate that the device had been stored outside of the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
The device had a red led flashing intermittently, which also beeped. All led indicators except for the shock button and the right rcp indicators turned on indefinitely and when plugged it into saver evo, it detects the device as a 500p unit, not a 350p. There was no patient involved in this event.

Event description:
The device had a red led flashing intermittently, which also beeped. All led indicators except for the shock button and the right rcp indicators turned on indefinitely and when plugged it into saver evo, it detects the device as a 500p unit, not a 350p. There was no patient involved in this event.